Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous de novo lesion in the left circumflex coronary artery. During removal of a balloon dilatation catheter (bdc), a balance middleweight (bmw) guide wire coils became stretched, which made it difficult to remove the bdc. The devices were taken out altogether as a single unit and some resistance was noted. Another bmw was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Both a core separation and coil separations were identified. The account was unable to confirm when the core and coil separations noted during device return analysis may have occurred. The reported stretched coils was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the noted bent core and shaping ribbon, the noted offset coils and the reported stretched coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.